Event description:
It was reported there were 4 recent failures of the cables. The length of service was unknown, but there was concern that 4 failed at once. A couple looked old, but the newer ones had connector damage (one was sticky-taped). It was noted that the sterilization technique was questioned. The cables were sent in for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: it was noted that the cable (cab1000071) was over two years old and deemed at "end of life." It was further noted that the external pulse generator connector lock was broken off and the pin cover was broken, the lead connector was patinaed and the cable twisted. It was also noted that continuity tests on the cable were ok and no intermittent connections were found. This event was assessed and is being processed as part of a retrospective review of events, which was in response to MDR criteria re visions and ongoing process improvements. Product ID: 5433v cable: product ID: 5433a cable: (B)(4).